Manufacturer narrative:
The device was not returned for evaluation as there is no reported issue against the device. During the onsite visit, the endoscopy support specialist (ess) performed a scope reprocessing in-service for the staff. Covered infection control information referenced in the user manual and reprocessing manual. All products are listed in the product section of the service. All attendee¿s are listed on the attendance sheet. In addition, ess informed the team that per the instructions for use (IFU's) every scope must have a bedside pre-clean before being sent to the reprocessing room, advised the reprocessing staff that per the IFU every scope needs 30 seconds of aspiration after brushing, to ensure all lose debris is removed from the scope. Ess recommended that the customer follow all olympus reprocessing procedures as documented in the reprocessing manual, explained the importance of each which was acknowledged by all staff in attendance. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Endoscopy support specialist (ess) reported that during the bedside pre-cleaning in-service , it was found that the pre-cleaning was not being done to upper gi scopes before being sent to the reprocessing room. There is no patient infection associated on this reported event. No harm reported, no user injury reported due to the event.

Manufacturer narrative:
Corrected data: d9 (¿no¿ was selected in error on the initial report) and h3 (¿no¿ and ¿not returned to manufacturer¿ were selected in error on the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of improper reprocessing could not be identified. However, it¿s likely the cause is related to a difference in recognition about device handling and reprocessing steps between recommendations by olympus and the user facility. As for proper handling, training was conducted by olympus expert staff. The suggested event preventable by handling the device in accordance with the following sections of the instructions for use: - prevention measures are written in IFU: evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.